Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted due to an ongoing driveline infection that was previously unreported to the manufacturer. A culture of the driveline exit site was positive for corynebacterium/acinetobacter/streptococcus. Treatment with zosyn and vancomycin was initiated and the patient was discharged home on IV antibiotics. The onset date of the infection was reported as (B)(6) 2015. The vad coordinator reported that the patient has been non-compliant. No additional information was provided.